Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Did the device deliver any staples? If the device stapled, what was the appearance of the staples that deployed into the tissue? (B-formation, irregular, legs straight)? Was the manual override lever attempted? If so, did it function properly? Did the jaws of the device eventually open? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking number details. To date no response or device has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cystectomy procedure, after three activations on the ileum, the stapler blocked at the fourth activation. The reverse button didn't allow the return of the blade and the reopening. Procedure concluded with robotic suture. There was no adverse event for the patient.